Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving an unspecified high sensor scan result compared to a reading obtained on a built-in reader. Customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness and was unable to self-treat. Customer was seen by a healthcare professional and received glucose via syringe as treatment for a diagnosis of hypoglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving an unspecified high sensor scan result compared to a reading obtained on a built-in reader. Customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness and was unable to self-treat. Customer was seen by a healthcare professional and received glucose via syringe as treatment for a diagnosis of hypoglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating normal termination) and no abnormal data was observed. Watermark was observed at the base of the tail indicating the sensor was properly inserted. De-cased the sensor and preformed visual inspection, no issues were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.